Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no response was received by the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
High friction was encountered as the physician attempted to advance the guidewire through very tortuous anatomy. While the physician was positioning the guidewire, it separated approximately 13cm from the distal end. The broken part was inside the microcatheter and was removed with the microcatheter from the patient. There were no clinical consequences to the patient who was reportedly in a stable condition.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. It was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.